Manufacturer narrative:
(B)(4). The customer reported that the paddle set electrodes were faulty. The customer did not indicate the failure mode. There was no report of pt involvement or impact. The customer ordered a replacement paddle set to resolve the issue.

Event description:
The customer reported that the paddle set electrodes were faulty. The customer did not indicate the failure mode. There was no report of pt involvement or impact.